Event description:
The injured employee has recovered completely and was able to return to work.

Manufacturer narrative:
The healthcare facility has confirmed that the conveyor system continues to function correctly.

Event description:
A loaded rack was stuck on the automatic conveyor system. An employee injured her back and shoulder as she tried to manually pull the rack towards her. She was seen in the emergency room of the hospital and placed off work. She was expected to return to work after four weeks, but her sick leave was extended for an additional two weeks.

Manufacturer narrative:
The conveyor system wa 290 siwa lh was not transporting racks anymore due to a torn timing belt. The timing belt is designed for a specified breaking point allowing a maximum rack load weight of 120 kg, which is clearly indicated in the device instructions for use. If racks are not heavier than 120 kg, the timing belt will not tear. However, if the rack is overloaded, the belt will rip, particularly if this happens systematically. Therefore, it must be assumed that the operator was overloading the racks. The service technician was not contacted immediately by the hospital, which continued to use the system despite the malfunction for an unknown time period. It was during this period that the injury occurred. Even after the injury had happened, the defective system continued to be in use for another 10 days until the technician came in for a different, unrelated issue and discovered the problem by chance. The system had been installed at the hospital in october 2022. The torn belt was replaced and the system is now functioning correctly.